Event description:
It was reported that the patient requested an explant because the device was no longer therapeutic. It was noted that there was no patient injury and the patient recovered without sequela. No additional information was reported.

Manufacturer narrative:
Product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2012, product type lead. Product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2012, product type lead. Product ID 37743, serial # (B)(4), implanted: (B)(6) 2008, product type programmer. (B)(4). Final analysis of the implantable neurostimulator revealed no anomaly. Final analysis of the lead (serial number (B)(4)) revealed no anomaly. Final analysis of the lead (serial number (B)(4)) revealed no anomaly.